Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on esophageal transection, the reload was placed at the time of firing but it did not perform firing. Another device was used to complete the procedure. There was no patient injury.